Manufacturer narrative:
Calibration was last performed on 29-sep-2022. Qc recovery was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer performed an instrument check successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2022, the initial patient hcg result was 46.50 miu/ml with a data flag. On (B)(6) 2022, the patient had a new sample collected and tested at another laboratory and the hcg result was 4371 miu/ml with a data flag. The sample was repeated and the result was 4559 miu/ml with a data flag. The first sample from (B)(6) 2022 was repeated and the result was 4193 miu/ml with a data flag. The initial result from (B)(6) 2022 was reported outside of the laboratory. The reagent lot is 64377001 and the expiration date is 30-nov-2023.